Event description:
A radiology patient was undergoing breast biopsy. The patient was prepped and the vacuum-assisted suros core needle was advanced. It was felt to not obtain the needed tissue sample for the biopsy which suggested malfunction. This needle was removed and a second, new needle was advanced through the sheath which was already in place from the first needle placement. Multiple core biopsy specimens were then able to be obtained successfully. There was no patient harm or impact. The procedure was completed with no further event. In talking with the involved radiology tech she stated the "rotating needle" which is used to biopsy the tissue would not rotate to cut the tissue. No injury to patient, replacement device of same type/model worked as expected.====================== health professional's impression======================did not perform as expected.